Event description:
It was reported that after a routine, post-implant evaluation of the patient, multiple non-sustained lead noise episodes were observed. No lead noise was evident, but loss of capture was noted on the stored egms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.